Event description:
It was reported by the rep the device was used during a laparoscopic herniorrhaphy. It was reported the surgeon fired the ems too close to the peritoneum and the staple would not grab hold of the tissue. Instead, the staple legs formed or peeled backwards toward the shaft instead of forward toward the tissue. This happened for several firings and a new stapler was opened to complete the case. There was no consequence to the pt.